Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00317 for the other associated device information. It was reported to boston scientific corporation that two wallflex enteral duodenal stents were used during a stent placement procedure to bridge a stricture due to an unresectable tumor, performed on (B)(6) 2008. According to the complainant, after initial placement of the stents, they did not fully expand. The physician stated that this is often seen in hard and fibrous tumor strictures. The distal end of the first stent did not expand due to a second stenosis 4 cm distal to the distal end of the proximal stenosis. Therefore, a second stent was inserted distally to overlap the first one. The distal stricture was 2 cm long. An x-ray performed 3 days later showed that the stents were fully expanded. The patient did not require any medical intervention and did not experience any complications. The physician stated that, in his opinion, this was a normal stenting procedure except that 2 stents were required to bridge the two strictures.

Manufacturer narrative:
(B)(6). (B)(4) - stent, fail to expand. Foreign source: (B)(6). Study source: (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.